Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about infusion set fell off during use. The patient woke up in the morning and noticed infusion set had fell off. The insertion site was at leg. The patient had signs of early diabetic ketoacidosis. No further information available.